Event description:
The sales rep reported that she wanted to inform that she recently completed neurotrauma in-services at the hospital and they complained that the butetrol in the eds system would not completely empty out the bag. This incident occurred on 5 different occasions. The rep was just notified of the complaint and the product code is 82-1731. The staff noted that although inconvenient it did not cause an adverse effect on the patient and did not result in replacing the system. A syringe was placed on the buretrol stopcock and was drawing out the remaining fluid that would not filter into the bag after the hourly collection was noted. Please see complaints (B)(4).

Manufacturer narrative:
Please be advised that per the new matrix on (B)(6) 2013 this event is being re-classified as a serious injury. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.